Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per patient and physicians preference. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4)description: linear st lead, 70cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the position of the patients ipg was creating pain. The patient will undergo an explant procedure.

Event description:
A report was received that the position of the patients ipg was creating pain. The patient will undergo an explant procedure.